Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pc). During the procedure, the physician advanced a pod pc into the target location and attempted to detach it using a handle; however, the pod pc failed to detach. The physician made another attempt to detach the pod pc using the handle, but the coil would not detach. Subsequently, the physician attempted to manually detach the pod pc; however, during the attempt, the physician inadvertently pulled back on the pod pc and the coil had unintentionally detached and migrated into the distal common hepatic artery. Therefore, the physician used a snare device to remove the detached pod pc. The procedure had ended at this point as the physician determined no additional coils were needed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (pod pc), a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a pod pc into the target location and attempted to detach it using a handle; however, the pod pc failed to detach. The physician made another attempt to detach the pod pc using the handle, but the coil would not detach. Subsequently, the physician attempted to manually detach the pod pc; however, during the attempt, the physician inadvertently pulled back on the pod pc and the coil had unintentionally detached and migrated into the distal common hepatic artery. Therefore, the physician used a snare device to remove the detached pod pc. The procedure had ended at this point as the physician determined no additional coils were needed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 4/22/2022: section b. Box 5. Describe event or problem.